Event description:
It was reported that 94 bd alaris¿ smartsite¿ extension sets had flow issues during use. The following information was provided by the initial reporter: "we recently received a complaint regarding dyndtc5081b in which our customer said the IV set failed under 325 psi."

Manufacturer narrative:
H.6. Investigation: a trend review was performed for model dyndtc5081b, 0 complaint(s) related to this failure mode (flow issues- accuracy- OEM) were found in a 1-year period ((B)(6), 2021, to (B)(6), 2022). It was reported by the customer that the IV set failed under 325 psi on model dyndtc5081b and sent 97 unused samples at tj site. Tj site performed an acceptance test according to procedure ((B)(4), dir 10000134462, version 05) on the 97 unused samples (new) above-mentioned. Tj team use high pressure hydraulic tester, model 9901-23r (pe-1150); and following the procedure document (B)(4), dir 10000134462, version 05. After performing the acceptance test procedure ((B)(4), dir 10000134462, version 05), the failure mode could not be replicated, therefore, no root cause determination is required. During the failure investigation it was not possible to duplicate the reported failure (flow problems - accuracy). Therefore, no root cause determination is required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 94 bd alaris¿ smartsite¿ extension sets had flow issues during use. The following information was provided by the initial reporter: "we recently received a complaint regarding dyndtc5081b in which our customer said the IV set failed under 325 psi."